Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced gastrointestinal (gi) bleeding. No active source was identified. Esophagogastroduodenoscopy (egd), double balloon enteroscopy (dbe), sigmoidoscopy, and capsule endoscopy were performed. Multiple packed red blood cells (prbc) transfusions were given to the patient. The patient had significantly depleted iron stores. The plan included to continue digoxin and transitioned to sandostatin lar (long-acting octreotide acetate) depot in outpatient setting. The patient was discharged to home. This event was considered to be device related. The event resolved.